Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed the dialysis machine with the monitor. A large puddle of water was seen below and behind the machine, as well as a connected polyflux dialyzer. It is an ak 96 machine without a leak detector. The affected filter was not visible within the video. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000, an external fluid leak resulting in an inaccurate patient dehydration was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.